Manufacturer narrative:
The reported event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for the event. Further information from the reporter regarding event, product or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture, baker grade iii.

Event description:
Healthcare professional reported intracapsular rupture, confirmed by mammography and capsular contracture - baker grade iii. Device has been explanted and replaced. This relates to the left side.